Event description:
It was reported that hydrophilic coating issue occurred. A 200cm, 8cm poly tip v-18 control wire was selected for use. During procedure, the physician noticed there was a black image in the ductus and thought it was contrast. However, when pulling out the guidewire, the physician noticed that a piece of the hydrophilic coating was completely missing, just 2 cm below the tip. The procedure was completed with a new guidewire. There were no patient complications.